Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-jul-2025, a nurse from the hospital reported that the user was admitted for diabetic ketoacidosis (dka). Follow-up attempts to contact the user between (B)(6) 2025 were unsuccessful. A text message was sent requesting the user to return the call for further information.